Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed test shot. Review of system log file showed area exposure product (aep) unavailable. Upon inspection, the fse found issue with aep. To resolve this issue, the philips engineer replaced aep. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the test shot was failed while turning on the device and there was no harm or injury was reported to philips. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not make exposures. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and found that the area exposure product (aep) was unavailable. The fse replaced the faulty aep and the device was returned to expected functionality.